Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the unknown procedure, the psee60a w/ gst60g reload and ethicon slr failed to deploy staples out of remnant side of reload during a gastrectomy. A like device was used to complete the procedure.

Manufacturer narrative:
(B)(4), date sent: 9/12/2023. Investigation summary: the device was inspected on-site at (B)(6) hospital in memphis, tennessee. Also in attendance during the inspection were senior marketing advanced stapling ethicon and the hospital¿s risk manager. Visual analysis of the sample determined that one plee60a device with a gst60g reload was present. Nothing unusual was observed about the device¿s clamping and opening mechanism or the anvil and channel. A gst60g reload was fully seated in the channel. The pan was securely attached to the reload body. The drivers were fully fired on the left side of the reload and partially-fired on the right side of the reload. Based on external observations, it appears the last double drivers to be fully lifted by the sled on the right-side of the reload was the fourth double driver from the proximal end of the reload. The adjacent single driver also appears to be the last driver to be lifted by the sled. While the pan was not removed to confirm that the sled and/or drivers were broken, the most likely failure mode was a damaged one-piece sled. Based on the visual analysis the event described is confirmed, however no conclusion or root cause could be determined. Hands on device functional analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number 479a57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 9/12/2022. Additional information: concomitant products added.